Event description:
The customer reports that during a laparoscopic adjustable band procedure, the band could be used but the port was defective. They could not put air or saline solution in. A new port was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The injection port, the locking connector with the tubing strain relief, one piece of catheter with the one-way valve and t he port applier were returned for analysis. Per visual inspection, it was observed that the septum had two puncture marks. It was also noted that a white color was observed around and inside of the connection tubing, according event description might be dried saline solution. A blockage test was performed on the injection port with a successful result, (note the white color was totally disappear after the test). The injection port was returned fully functional. A functional test was performed on the injection port with the returned port applier with successful results. The returned device was fully functional. The complaint was not confirmed; the device returned for evaluation was fully functional. The product's instruction for use (IFU) provides specific instructions regarding the band adjustment technique. It is noted for example that the huber (non-coring) needle need to be introduce perpendicular to the port septum and that the needle need to penetrate the port septum, until cannot be advanced. One possible cause is that the needle was not totally penetrate the septum and therefore it was not possible put air or saline solution in the injection port. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Therefore a manufacturing issue is unlikely to have contributed to the event.